Event description:
While using a byte day aligners, patient reports that they cannot fully clench their teeth down and this is causing popping of their jaw and eating issues. Provided education on jaw discomfort and requested a bite video and additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.